Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter did not display an image when it was inserted into the patients' cardiac cavity. The user disconnected and reconnected the cable but the issue remained. After the catheter was replaced, the issue was resolved. The unspecified procedure was completed without patient adverse event. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and provide the date the new information was received.

Event description:
Additional information was received and it was reported that after the catheter was inserted into the patient, the patient underwent a paroxysmal atrial fibrillation (paf) procedure. The procedure was completed with the same ultrasound system without loss of data. No additional information was provided.